Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had issues trying to insert the catheter, and when he was able to fully insert it, he felt a throbbing pain in his urethra. It was unknown if the customer was able to void with use. No medical intervention was reported.